Event description:
Rptr had one class 3 cyst and two class 2 cysts. Dr recommended double mastectomy. Rptr had double mastectomy 10/9/89 with inserts. On 12/3/90, implants were removed and new implants inserted because of complications with first implants. From 1/1/91 to 3/92, she had lots of chest pain, nausea and burning around breasts. She was always fatigued and listless. Her vision was intermittently affected and she had joint pain. On 4/11/92, she checked into the hosp. She was very weak and had chest pains and nausea. She was put in ICU. On 4/15/92, cardiologist diagnosed pericarditis and put her on steroids. In 6/92, she changed to another cardiologist. He reconfirmed pericarditis with echocardiograms and x-rays. In the next few months she had extreme loss of weight. She was down to 92 lbs from 128 lbs. She had bad headaches, blurry vision, nausea, chest pains, occasional sharp pains in head with short-term memory loss. On 2/22/93, neurologist checked physical condition and did MRI. The MRI indicated a series of small strokes have occurred affecting all of her brain. She was also diagnosed with carpal tunnel syndrome. On 3/23/93, referred to rheumatologist because of numerous complications and number of medications. The dr reviewed the medical files and did blood tests. On 3/23/93 he diagnosed lupus and started her on some new medication. She has not had more than 1 to 2 days of feeling nearly normal and those times have been very infrequent in the last 3 yrs. The dr indicates he has never seen a case like hers with continual flareups. He said in most cases there is some remission for short to long periods. On 3/7/94, she went to cardiologist with bad chest and side pains. An x-ray was taken on 2/28/94 which showed scarring of heart from continuing pericarditis. Since breast implantation rptr has had frequent joint pain in shoulders, arms, wrist and ankles, fatigue, rash in breast area and stomach, burning in breast area, headaches, swelling in face, inflammation in mouth (blisters), lumps formed around implants, severe weight loss (from 128 to 92 lbs; now she varies between 94-100 lbs), nausea, vomiting, lack of appetitie, pain in chest, sides and throat, extreme difficulty sleeping, body always cold, especially hands and feet, joints swell especially hands and ankles, fluid retention (must take lasix), nasal congestion, muscle spasms, leg cramps, dizzy spells, dry eyes (she uses hypo tears daily) and blurred vision. She also infrequently has a bitter taste in mouth, severe cough and swollen glands on side of neck. She has connective tissue disease, rheumatoid arthritis, carpal tunnel syndrome and lupus.